Event description:
A malfunction alarm was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset.